Event description:
It was reported that the patient experienced a stroke and displayed signs of cognitive decline over the course of several days following the pulse field ablation (pfa) procedure where the intellanav mifi open-irrigated catheter was used. Post procedure their hemoglobin levels were greatly reduced. Anticoagulants were reversed to assist with bringing up hemoglobin levels back to normal levels. Over the course of the next few days while hospitalized the patient started showing increased signs of cognitive decline. A magnetic resonance imaging (MRI) was performed where a thrombotic stroke was discovered. Multifocal small lesions in every lobe bilaterally were observed. The cause of the stroke has not yet been identified. There was an anterior mitral line completed with the farawave catheter. The farawave was kept medial to the mitral clip and therefore adequate distance between the farawave and device was perceived. The device is not available for return due to disposal.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available because the device was disposed. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available because the device was disposed. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. Investigation summary: based on the available information, although the product was disposed of and could not be returned, we have determined that the ischemia stroke and anemia. Is a known inherent risk of use of this device. Device technical analysis: it was indicated the device is unavailable for return; therefore, a technical analysis of the complaint device could not be completed. Risk review: a risk review performed for the intellanav mifi open-irrigated device confirmed that the event of ischemia stroke, anemia, hospitalization or prolonged hospitalization, imaging required is a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the intellanav mifi device is acceptable. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. Investigation conclusion: based on the information provided, the reported event of ischemia stroke and anemia are a known inherent risk of the intellanav mifi device. Ischemia stroke and anemia are an expected procedural complication addressed within the IFU for the intellanav mifi. There were no allegations of a quality or manufacturing deficiency leading to the adverse event as reported to bsc, and the device has not been returned for analysis at this time.

Event description:
It was reported that the patient experienced a stroke and displayed signs of cognitive decline over the course of several days following the pulse field ablation (pfa) procedure where the intellanav mifi? Open-irrigated catheter was used. Post procedure their hemoglobin levels were greatly reduced. Anticoagulants were reversed to assist with bringing up hemoglobin levels back to normal levels. Over the course of the next few days while hospitalized the patient started showing increased signs of cognitive decline. A magnetic resonance imaging (MRI) was performed where a thrombotic stroke was discovered. Multifocal small lesions in every lobe bilaterally were observed. The cause of the stroke has not yet been identified. There was an anterior mitral line completed with the farawave catheter. The farawave was kept medial to the mitral clip and therefore adequate distance between the farawave and device was perceived. The device is not available for return due to disposal.